Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) balloon will not inflate. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h, h10, h11 corrected fields: e1. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to duplicate the reported issue. The fse exorcised the unit to no fail. The fse performed full calibration, and tested the unit. The product passed all functional/safety testing and it was returned to the customer.